Manufacturer narrative:
(B)(4). UDI # (B)(4). Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00149. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that right total knee arthroplasty was performed with persona ps. After implanted femoral, tibia and patella components, surface trial (size 10 mm) was completed without any issue. However, surgeon was unable to insert implant surface (size 10 mm) into the tibia component. He retired the insertions several times but the surface could not be fully inserted. Subsequently, another surface (size 11 mm) was used to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Visual evaluation of the returned product found signs of use (nicked, gouged, scratched) and the dovetail feature is compressed.review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.